Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the reported issue occurred due excessive use and the impact of a major mechanical force caused a blow or a fall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was a broken lens in the optical system. The following non-reportable malfunctions were found during the device evaluation: the distal edge had dents, the outer tube was bent. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope, 4 mm, 12°, long had the distal end broken. The issue occurred during maintenance with no procedure involved. There were no reports of patient harm.